Manufacturer narrative:
On 07/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/13/2016 a medtronic representative, following-up at the site, reported the video cable from the imaging system computer to the monitor was not seated properly, causing intermittent "no input detected" message issues. When the cable was firmly seated, the imaging system booted properly and moved through the software successfully with no issue. Issue resolved. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that following the completion of a procedure, the site booted-down their imaging system. Rather than displaying the screen that prompts the user to power-down the imaging system after boot-down, it displayed the message "no input detected." The site turned off the machine. When the site turned the imaging system back on, the monitor screen remained on "no input detected." A hard re-boot of the imaging system restored normal function. The site reported successfully using the imaging system in a subsequent procedure after this event. There was no patient present when this issue was identified.